Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. The quattro catheter (lot # unknown) was placed into the patient's femoral vein. The insertion was smooth. Per the reporter, no other catheters were placed into the same vein. The patient's body temperature at the start of ivtm therapy was measured at 37°c. The patient target temperature was set to 37°c. After four days of the successful hypothermia, during the evening shift, the nurse noticed a decreasing level of fluid in the 500ml saline bag. Per the reporter, the thermogard console did not generate an air trap alarm and the air trap of the start-up kit (suk) was filled with saline. The user replaced the saline bag, however, the following morning, the saline level in the bag decreased again. The customer performed the catheter leak check and the catheter leak and the infusion of up to 500 ml of saline fluid were suspected. A quattro catheter was replaced and the treatment continued with the same console. No consequences or impact to the patient.

Manufacturer narrative:
The zoll quattro catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Manufacturer narrative:
The reported complaint of a leak on the quattro catheter (lot # 154299) was confirmed during functional testing. A bonding leak was observed at the distal end of the proximal balloon and the proximal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the distal end of the proximal balloon and the proximal end of the medial 1 balloon, thus confirming the reported complaint. In addition, a water emission/leak was observed from the in luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which survived pressure testing during manufacturing but resulted in a leak during use. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 154299.

Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. The quattro catheter (lot # 154299) was placed into the patient's femoral vein. The insertion was smooth. Per the reporter, no other catheters were placed into the same vein. The patient's body temperature at the start of ivtm therapy was measured at 37°c. The patient target temperature was set to 37°c. After four days of the successful hypothermia, during the evening shift, the nurse noticed a decreasing level of fluid in the 500ml saline bag. Per the reporter, the thermogard console did not generate an air trap alarm and the air trap of the start-up kit (suk) was filled with saline. The user replaced the saline bag, however, the following morning, the saline level in the bag decreased again. The customer performed the catheter leak check and the catheter leak and the infusion of up to 500 ml of saline fluid were suspected. A quattro catheter was replaced and the treatment continued with the same console. No consequences or impact to the patient.